Manufacturer narrative:
A ge service representative performed an on site investigation. The fluoro functions board was replaced and the memory was reset during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 9900 system would not switch to magnification mode. No patient injury was reported.